Manufacturer narrative:
On 06/30/2016: tandem technical support made multiple attempts to follow up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing high blood glucose (bg) levels (415 mg/dl). The customer was assisted by a family member with a manual injection to address bg level. Reportedly, the contact had stated that the pump fell into water accidentally. The contact stated that the pump appeared to be delivering as expected, however they were not able to hear the pump beep normally when they performed a system check. No further information was provided.